Event description:
It was reported that during a filter placement procedure, the filter legs did not fully open. The implant location was the inferior vena cava (ivc). A 12 fr jugular titanium filter was selected and advanced to the ivc. Upon deployment it was noted that the filter did not fully deploy as some of the filter legs were stuck together and only one leg fully deployed. The procedure was aborted. The following day a second filter was deployed successfully just superior to the previously implanted filter. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is user related as information received reports that the filter the was flushed once, just prior to placement into the sheath. The dfu for titanium greenfield vena cava filter instructs, ''the introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure. Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release.'' (B)(4).